Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient felt a vibratory alert and presented to the clinic. Upon interrogation, the right ventricular lead exhibited low impedance in bipolar configuration. The lead was capped and replaced successfully without any adverse consequences to the patient.